Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the medical opinion and a corrected report was issued. Siemens reviewed cleaning, maintenance and proper technique for testing, with the customer. The customer was not cleaning the calibration bar. The qc is now in the expected ranges.

Event description:
The customer reported a false negative urine hcg on the clinitek status and positive serum quant. Hcg on another lab analyzer (unknown). There is no report of injury due to this event.